Manufacturer narrative:
The reporter confirmed the correct laboratory value as 2.76 inr. The 2.73 inr laboratory value was provided in error.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. This event occurred in (B)(6).

Event description:
The initial reporter stated he she received a discrepant result when testing with coaguchek inrange meter serial number (B)(4). A capillary sample from the patient was tested using the meter, resulting with a value of 3.6 inr. A venous sample was collected from the patient and during this collection, the first 4 drops of blood were removed and the 5th drop was used for testing with the meter, resulting with a value of 3.5 inr. A sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.76 inr. A second laboratory value of 2.73 inr was also provided. It is not known if the 2.73 inr value was an additional repeat value or if it was provided in error. A clarification has been requested. All samples were collected form the patient within 15 minutes.